Event description:
Following a urethral bulking implant procedure, the patient experienced bilateral erosion. Additonal information has been requested. No further information or complications have been reported.